Event description:
A female (age unspecified) who received her third injection with hyalgan (hyaluronate sodium) in both knees in dec. 2005 developed a raised, red, bull's eye rash at the injection site on the left knee two days later. There is no tenderness or palpable warmth, but some itching. She has self-treated the rash with hydrocortisone cream without success. Also, her right knee is a little irritated at the injection site. She reported that her physician had not seen anything like it and suggested that she consult with a dermatologist to rule out the possiblity of lyme tick infection or allergic reaction. An appointment has been made with a dermatologist. She reported that she had been in physicial contact with a female relative who recently took a wilderness adventure trip where warinings were made about lyme tick exposure, but the patient believes that it is unlikely that she was exposed to a tick, though she cannot be sure.